Event description:
This case was initially received via (B)(6) ((B)(4)) on 23-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations") and metal poisoning ("poisoning by essure inserts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), headache ("headaches"), fatigue ("significant persistent fatigue") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the menorrhagia, metal poisoning, headache, fatigue and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, fatigue, headache, menorrhagia and metal poisoning with essure. The reporter commented removal of uterus and of tubes was considered to be done as soon as possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 25-oct-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 536 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.